Manufacturer narrative:
This complaint is from a literature source. Literature citation: lawrenz t, lawin d, radke k, stellbrink c. Acute and chronic effects of endocardial radiofrequency ablation of septal hypertrophy in hocm. J cardiovasc electrophysiol. 2021 oct;32(10):2617-2624. Doi: 10.1111/jce.15203. Epub 2021 aug 16. Pmid: 34379341. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same article. Manufacturer's ref #: (B)(4).

Event description:
This complaint is from a literature source. Literature citation: lawrenz t, lawin d, radke k, stellbrink c. Acute and chronic effects of endocardial radiofrequency ablation of septal hypertrophy in hocm. J cardiovasc electrophysiol. 2021 oct;32(10):2617-2624. Doi: 10.1111/jce.15203. Epub 2021 aug 16. Pmid: 34379341. Objective/methods/study data: authors aimed to report the outcomes of 41 patients who underwent: endocardial radiofrequency ablation of septal hypertrophy (erash) with a focus on severe complications. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: navistar. Concomitant other biosense webster devices that were also used in this study: carto non-biosense webster devices that were also used in this study: 8f agilis sheath (st. Jude). Adverse event(s) and provided interventions possibly associated with ablation catheter: qty 2 pericardial tamponade caused by perforation of the rv pacing catheter (one treated with pericardial drainage and the treated surgically due to ongoing bleeding after pericardial drainage). Qty 4 patients experienced paradoxical increase in obstruction (pio) beginning suddenly at approximately 30 min after the initial successful procedure of erash. Qty 2 from the 4 patients that experienced pio resulted in acute massive mitral regurgitation (one led to death due to cardiogenic shock and the other successfully treated with rescue pump and emergency surgical myectomy). Qty 2 steam pop (one with severe pio and the other moderate pio).